Manufacturer narrative:
A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient experienced diaphragmatic stimulation after recent implant procedure. Upon device check, it was confirmed that the right atrial and right ventricular leads exhibited diaphragmatic stimulation. The patient presented on (B)(6) 2018 for lead revision procedure. Both leads were explanted and replaced successfully. The patient was stable post-procedure.